Event description:
It was reported that the catheter was placed in the pt's subclavian vein (B)(6) 2012 in the theatre. At the start of dialysis (B)(6) 2012, the venous port of the cannon catheter was found leaking when the dressing was removed from a previous dialysis session. As a result, repair kit was used to resolve the issue. A delay was reported, however, there was no reported, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.